Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with release of burch sutures. The patient experienced pain, erosion of her internal bodily tissues and other injuries. The patient has undergone additional surgeries and revisionary procedures. The patient underwent a cystoscopy, attenuate burch sutures on left and anterior repair with mesh augmentation. The patient underwent a nuclear stress test on (B)(6) 2012, an upper gastrointestinal and endoscopy on (B)(6) 2012 and removal of cyst and ovary on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01234. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.